Event description:
It was reported that while initially positioning a patient to prepare for a needle localization procedure, the foot pedal was released, but the system continued moving in a downward motion. There was no patient injury reported. The customer was able to reboot the system and complete the procedure successfully. A field engineer was dispatched to the site and it was determined that the foot switches needed to be replaced. Once this was completed the system was working as intended.